Event description:
The manufacturer received information from a philips service technician that the low flow oxygen (o2) test step had failed on the trilogy 100 device. There was no serious patient harm or injury that occurred or was reported. The philips service technician evaluated and determined the inlet air path, air path foam, and flow path tubing had caused the low flow o2 test step to fail on the device. The philips service technician replaced the device's inlet air path, air path foam, and flow path tubing to address this issue on the device. The philips service technician re-performed the testing on the device, and all testing on the device had passed. Additionally, during the service of the device, the rubber feet was replaced for either missing or displaced and is unrelated to the reportable issue.